Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors which forced patient to change battery. The customer's blood glucose level was unknown at the time of the incident. Customer also reported chip on screen and random no delivery alarm forcing patient to rewind. The customer declined technical assistance. The insulin pump will not be returned for analysis.